Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer stated that their blood glucose levels continued to elevate. It was indicated that the md has instructed the customer not to use the pump. At the time of the call, the customer refused to troubleshoot and conveyed that the md requested the pump to be replaced. It was verified that the programming and histories were accurate.